Event description:
Additional information was received that a revision procedure was performed. This device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.

Event description:
Boston scientific received information that the patient with this device reported hearing tones emitted from the device. The patient was presented for evaluation and upon device interrogation, a fault code, indicating voltage too low for projected remaining longevity was observed. Technical services was consulted and recommended device replacement. The patient was scheduled for a device replacement. To date, no adverse patient effects were reported as a result of this clinical observation.